Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a battery failure. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that there was a battery depleted set alarm that occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is currently unknown.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause were faulty main batteries. The main batteries and battery harness have been replaced. Additional: the user interface module master software version for this device is 6.13.92, categorized as remediated. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). The field corrective action number has been provided.